Manufacturer narrative:
The third party service returned the removed user interface pcb assembly to physio-control. Physio-control evaluated the removed user interface pcb assembly. It was determined that integrated circuit chip, designator u2 was inoperative and caused the reported issue.

Event description:
The customer, a third party biomedical engineer, contacted physio-control to report that a device displayed a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent was advised to replace the user interface pcb assembly; however after multiple unsuccessful contact attempts to reach the third party service agent on the status of the device, it is unknown if the service agent will be returning a faulty part to physio for further evaluation.

Manufacturer narrative:
(B)(4). The customer, a third party biomedical engineer, evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a third party biomedical engineer, contacted physio-control to report that a device displayed a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.